Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one month after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. Patient presented with bone type ii as well as peri- implantitis, infection and pain as well as inflammation. The clinician reported peri-implantitis with persistent pain.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that one month after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. Patient presented with bone type ii.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that one month after the dental implant was placed, in ada site #7 of the patient's mouth, non-osseointegration was observed. Patient presented with bone type ii as well as peri- implantitis, infection and pain as well as inflammation. The clinician reportes peri-implantitis with persistent pain.